Event description:
The scooter was delivered to the customer on (B)(6) 2014. On (B)(6) 2014, the customer reported that her (B)(6) y/o son ((B)(6)) has suffered broken left remur and a dislocated knee from falling off the scooter while using it to attempt to climb a ramp going into the house. Customer described the ramp's elevation is like that of a door step to go into the house. (B)(6) turned the steering wheel to go on the ramp and the scooter fell over to the left causing (B)(6) to also fall from the left side. (B)(6) was sent to the emergency room on (B)(6) 2014. He got a full body cast from the waist down and was released back home. The doctor asked them to go back in a week to see the orthopedic for possible surgery to the bone. Customer is taking his son back to the emergency room on (B)(6) 2014 because (B)(6) is experienced pain on his left rib cage. Ref MFR # 3003820676-2014-00001.

Manufacturer narrative:
The user has not returned the luggie scooter to the dealer nor the importer for further eval. We're not able to get to know the scooter's condition at this stage.